Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2011 and obtained the following information: the patient tests four times a day and manages her diabetes with humalog (sliding scale) via insulin pump. The patient indicated that her insulin pump was also programmed to give her insulin ever hour (dosage not specified). The patient corrected and clarified that the alleged issue first began in (B)(6) 2011 (when she first began testing her blood glucose with the subject meter). On an unknown date/time, the patient claimed that the subject meter read '20-40 points higher' when compared against her daughter's meter (readings are not known). On a separate occasion (date/time not known) the patient also claimed she obtained a blood glucose result of '120mg/dl' with the subject meter; however, based on how she was feeling at that time, the patient claimed her reading should have been lower. Although the patient was aware that the subject meter was reportedly reading higher (when compared against another device and/or her feelings), the patient indicated she continued to base her insulin on the subject meter reading. On two separate occasions (dates/times not known), the patient claimed she experienced symptoms of low blood glucose (specifying she was sweating, cold, and was seeing black spots) after administering insulin based on the subject meter reading. Prior to the onset of her symptoms, it is not known what the patient's blood glucose result was with the subject meter and it is not clear how much insulin was administered. It is also not known what the patient's blood glucose result was during her symptoms. Immediately after the onset of her symptoms, the patient stated she consumed food as self-treatment and felt better within 15 minutes. The patient clarified that on (B)(6) 2011, she was hospitalized due to stage 3 renal failure; the patient was reportedly hospitalized for three days. During her hospitalization, on two separate occasions (date/time not known), the patient indicated she woke up in the middle of the night with low blood glucose symptoms (sweating, feeling cold, and seeing spots). The patient claimed she obtained blood glucose results of '85mg/dl' with the subject meter and '62mg/dl' with the hospital's meter, performed within 30 minutes of each other and using the same sample site. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is unclear what type of treatment the patient received during her hospitalization. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.